Manufacturer narrative:
The unit had no button response on the down arrow button due to the connector on the lcd board being fully unlocked. The displacement test could not be performed due to an unresponsive keypad. The unit had a minor scratched lcd window, a cracked reservoir tube lip, a scratched reservoir tube window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.